Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on 09/11/2017, that on (B)(6) 2017, the patient experienced continuous glucose monitor (cgm) inaccuracies and an adverse event. Date of issue is an approximation. The sensor was inserted into the abdomen on (B)(6) 2017. The patient stated that the cgm alerted the patient showing high and the patient treated herself with insulin. After the patient treated herself, she was still feeling off so she took a finger stick value that measured 82mg/dl. The patient took a shower and received another alert and after her shower she passed out. The patient did not have any recollection after getting out of the shower and woke up on the floor with blood coming from her nose. The patient's care giver called the ambulance to transport the patient to the hospital. Additionally, it was reported that the patient had severe bruising on her face and lost teeth. At the time of contact, it was indicated that the patient had been in the hospital for the past week and was stable. No additional patient or event information is available. Data was provided for evaluation. The reported event of inaccuracies could not was confirmed. A root cause could not be determined.